Event description:
It was reported to philips that system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite identified x-ray system was not powering up. Upon further investigation, fse identified f1 fuse blown due to short circuit on pdu (power distribution unit) board. Analysis of the system log file confirmed the malfunction in pdu fan tray, dcps (direct current power supply). To resolve this issue, fse replaced the pdu fan base assembly. The defective pdu was returned to philips for further analysis. The analysis identified psu1 and interconnection board was defective due to electrical overstress. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.